Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17328140 revealed no anomalies during the manufacturing and inspection processes. The product is available for evaluation and testing; however, it has not been received to date.  Additional information will be submitted within 30 days of receipt.

Event description:
During a stenting procedure to the iliac artery (heavy calcified lesion), it was reported that when deploying a smart control stent (10x60 120), jumping happened and was implanted. Another 10x4 stent was used and the case was finished successfully. There was no report of patient injury. The product will be returned for analysis. Initially, a contra lateral approach was used.&#2068;he product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use.&#2068;he stent delivery system (sds) passed through the iliac bifurcation. The sds did not pass through a previously placed stent. The smart control locking pin was in place during advancement towards the lesion.&#2057;t was noted that the stent did not prematurely deployed.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.  Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during a stenting procedure to the iliac artery (heavy calcified lesion), it was reported that when deploying a smart control stent (10x60 120), jumping happened and it was implanted.  Another 10x4 stent was used and the case was finished successfully. There was no report of patient injury. Initially, a contra lateral approach was used.  The product was stored and handled according to the IFU (instructions for use).  The product was inspected and prepped according to the instructions for use.  There was nothing unusual noted about the stent delivery system prior to use.  The stent delivery system (sds) passed through the iliac bifurcation.  The sds did not pass through a previously placed stent.  The smart control locking pin was in place during advancement towards the lesion.  It was noted that the stent did not prematurely deployed. No additional information is available. The product was returned for analysis. One non-sterile smart control 10x60 120cm sds was returned. Per visual analysis the unit had not been deployed. The locking pin was in place. One kink condition was noted on the outer body at 1.5 cm from ID band. No other anomalies or damages were noted. Per dimensional analysis the usable length was measured and found within specification. Per functional analysis the unit was successfully deployed. A device history record (DHR) review of lot 17328140 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses - deployment difficulty - inaccurate placement¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural and handling factors may have contributed to the event as ¿stent jumping¿ is usually associated with not following the IFU. Additionally the device was returned not deployed and intact except for a kink noted on the outer body. According to the instructions for use ¿slack removal a. Advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation.¿ neither the DHR review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.